Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. A beckman coulter laboratory support specialist (lss) was dispatched to assess system performance. Lss reviewed customer information such as calibration curve, reagents and consumables used and did not note any issues. Lss reviewed and confirmed quality control was performing within specifications. Lss observed flocculant in patient sample which dissipated when sample was incubated in a 37c water bath. Lss performed system check which returned acceptable results. Lss then tested patient samples using the beckman il-6 assay and a competitor (roche) il-6 assay and obtained results which were comparable to one another. Lss then suspected patient sample quality contributed to the questioned result but it could not be confirmed. In conclusion, the cause of this event cannot be determined with the available information. Note: access il-6 part number a30945 is used to complete MDR reporting as access il-6 is still emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is is approved in that country as in vitro diagnostics and is not under emergency use authorization.

Event description:
The customer reported obtaining erroneous non-reproducible il-6 (access il-6, part number a60549 and lot number 337905) results for one patient. The sample was retested using a different lot of il-6 (reagent lot 338005) and a higher result was obtained. There was no report of change to patient treatment or management and no report of injury in association with this event. There were no hardware errors or issues with other assays reported at the time of the event. System performance indicators such as system check, calibration and quality control (qc) were not provided for review. Sample collection and handling information was not provided. A beckman coulter laboratory support specialist (lss) was dispatched to assess system performance.